Event description:
On (B)(6) 2000, caller was implanted with an ivc filter on the right side of the groin but the filter did not open and was left in place and another filter was implanted on the left side. In the spring of 2015, caller started experiencing severe pain and discomfort and consulted with her doctor and was told after the visit that she will be fine. Finally in (B)(6) 2016, caller demanded that an x-ray should be done to determine the problem since she cannot tolerate the pain anymore. After the x-ray examination she was told they did not see any problem with the filters. After receiving the result of her x-ray she went to the hospital to get a copy of her result and took it to another doctor for a second opinion. She was told that the right side filter is broken into pieces and the left side filter is sticking out through the vascular vein. Caller is still experiencing pain and discomfort.